Event description:
On (B)(6) 2023 the neuro aprn(advanced practice registered nurse) attempted to remove the jp(jackson-pratt) drain which broke at the insertion site and a drain fragment remained in the patient. The neurosurgeon attempt to remove the fragment at the bedside without success. The pt returned to the or(operating room) for surgical removal of the jp drain fragment.